Event description:
On (B)(6) 2013 it was reported that the vns patient is having a problem with her vns and doesn¿t know if the battery is still working. The patient stated that she has not had her device testing in several years as her physician no longer has a dosing system. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Good faith attempts for further information from the physician were made but no additional information has been received.